Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that asymmetrical lens vaulting was noted approximately 6 weeks post implantation. The surgeon repositioned the lens with no complications. Lens vaulting was noted again at one month after the repositioning. The surgeon cut and explanted the lens three months post implant to address the issue. The lens was discarded of by the user facility.